Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) required safety disk replacement. Patient involvement and injury information is unknown.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) required safety disk replacement. The event was discovered during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, d9, d10, e1 (initial reporter and email) e2, e3, e4, g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code and health effect ¿ impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 not reportable - safety disk due for replacement. The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
N/a.